Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was observed during intiial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including stress testing without repeating the fault. The smart pneumatic module board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.